Event description:
It was reported that under fluoroscopy an outer insulation breach was noted. The lead was previously capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.